Manufacturer narrative:
Reported event: an event regarding revision due to instability involving an unknown liner was reported. The event was not confirmed. Method & results: product evaluation and results: not performed as no product was returned for evaluation. Clinician review: no medical records were received for review with a clinical consultant. Product history review: not performed as no lot information was provided. Complaint history review: not performed as no lot information was provided. Conclusions: the event itself could not be confirmed and exact cause of the event could not be determined because insufficient information was provided. Further information such as device identification and return, pre and post operative x-rays, operative reports as well as patient history and follow up notes are required to complete the investigation for determining a root cause. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened. Product surveillance will continue to monitor for trends. Device not returned.

Event description:
It was reported that patient's right hip was revised due to instability (possible cause(s) of or contributor(s) to instability not reported). A trident hemispherical shell, poly liner and metal head were revised to a stryker 54 mm shell, adm/mdm liner construct, and biolox ceramic head with a v40 to c-taper adaptor.